Manufacturer narrative:
UDI related data quality updates only.

Event description:
The patient underwent a puncture biopsy of the left lung mass. After the surgery, the patient's vital signs were stable and they felt a slight suffocation. The next day, a chest x-ray was reviewed to report left pneumothorax, and the patient and their family members were communicated about the condition. If the patient experienced complications after the puncture surgery, a closed thoracic drainage surgery was performed, and the patient's suffocation symptoms were relieved after the surgery.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.